Manufacturer narrative:
(B)(4). A follow up will be submitted upon completion of the investigation.

Event description:
The customer reported a therapy cable problem where the cable was not recognized. No patient involvement.